Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device- 4 years 9 months 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for gi bleed from (B)(6). The patient was anemic with a hemoglobin level of 6.8. A diagnostic angiogram was performed and a fma branch avm in cecum and proximal colon was noted. The patient was embolized on (B)(6) and transfused 4 units of pack red blood cells. No additional information was reported.